Event description:
Info rec'd alleged that the right intermediate rail was not latching. No injury reported.

Manufacturer narrative:
Technician found that the latch arm was coated in tube feeding material and prevented the rail from latching. Replaced the latch arm and cleaned the interior rail to resolve this issue. Bed located in abasement.